Event description:
In early 2009, the patient reported that 2 weeks ago she began use of a new box of infusion sets and the infusion sites would "fall out". She stated that as a result she experienced elevated blood glucose (dates and blood glucose values not provided). She stated that the infusion sites would fall out after 1 day of use. She does not clean the skin prior to inserting the infusion site. She did not begin use of new lotions or soaps and she had no excessive perspiration. She then began using a new box of infusion sets and had no further issues. The patient did not require medical assistance from a healthcare professional or second party to address the issue. The alleged product was discarded. No product will be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.